Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 539 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Reportedly, the customer had been using the same cartridge for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 539 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was required. Customer changed cartridge and infusion set to address the issue. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.